Event description:
Pt reported pump failure, stating the pump was not pushing. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 30gm. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - no; did pharmacy replace device? - yes; is device associated with event available for return? - yes, upon return. Diagnosis for use: nonfamilial hypogammaglobulinemia.